Event description:
Since the trial began in 2009, the patient experienced intermittent/positional stimulation, shocking, and eventually no stimulation. The ens had turned off. The patient was "bleeding like crazy" at the lead site. The blood got into the snap lid connector box and caused conductivity issues, as dried blood accumulated on the contacts. A new snap lid was connected, and the problem resolved. No surgical intervention was required.